Manufacturer narrative:
(B)(4). Concomitant devices: item: 00-0907-0183, 130 degree infant lpf, 3-hole, lot number: unknown. Customer has indicated that the product will not be returned to orthopediatrics for investigation as it remains implanted.

Event description:
It has been reported that following a femoral osteotomy, an x-ray revealed a fractured screw. The surgeon noted that the patient has healed and no revision is required. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This reporte is being submitted to relay the following information. Updated: h6 updated method 4114, 4119. H6 updated results 3252. H6 updated conclusion 4315 . Complaint sample was not returned for evaluation. Reported event was not confirmed. DHR review was unable to be performed as the lot number of the involved device is unknown. Risk management file review was deemed appropriate. Review of the complaint history determined that no further action is required as there were no trends identified. Root cause was unable to be determined.